Manufacturer narrative:
The fse confirmed the vacuum overflow chamber was full and the high vacuum error; the chamber was emptied and the fluid barrier to the vacuum pump was replaced, resolving the leak and the vacuum error recovered. (B)(4).

Event description:
The customer reported a fluid leak from the waste chambers of the coulter® act diff 2 analyzer while running a startup; the leak was not contained and a vacuum error message was recovered in connection with the event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.